Manufacturer narrative:
Addtl narrative: philips has investigated this complaint. Based on the collected information the wireless footswitch lost connectivity during an interventional vascular procedure. The procedure was continued with a wired footswitch. The wireless connection was re-established after a system restart. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: updated codes based on investigation

Event description:
It has been reported to philips that, the wireless foot pedal was not connecting, during a procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.